Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. The patient was using an omnipod 5 pump at the time of the event. On (B)(6) 2026, the patient reported that her cgm displayed 70 mg/dl, while a fingerstick blood glucose (fsbg) test reading obtained at the same time was 38 mg/dl. Following the low glucose reading, the patient took glucose tablets at home. Despite treatment, she experienced shakiness, sweating, blurry vision, numbness in her legs, nausea, vomiting, and episodes of losing consciousness (loc). Due to the worsening symptoms, the patient's mother transported her to the emergency department (ed). Upon arrival at approximately 3:00 pm¿4:00 pm, the patient's cgm displayed 60 mg/dl, while an fsbg reading was 18 mg/dl. The patient reported receiving intravenous (IV) saline, IV dextrose, zofran (unspecified route), and additional medications that she could not recall. She was subsequently hospitalized from (B)(6) 2026 through (B)(6) 2026. At the time of the report, the patient was doing well and is not receiving any ongoing treatment related to the event. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. The reported glucose values fall within the c zone of the parkes error grid. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.